Manufacturer narrative:
(B) (4).

Event description:
The reporter stated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens on (B) (6) 2009 in the pt's left (os) eye. The lens was explanted on (B) (6) 2009 due to excessive vaulting associated with elevated iop, narrowing the angle and shallowing of the acd.